Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing discomfort, irritation, and burning sensation of her vaginal area which were of unknown etiology. The physician believed that it was not likely that the stimulator caused them. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing discomfort, irritation, and burning sensation of her vaginal area which were of unknown etiology. The physician believed that it was not likely that the stimulator caused them. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was doing well post-operatively. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort, irritation, and burning sensation of her vaginal area which were of unknown etiology. The physician believed that it was not likely that the stimulator caused them. The patient will undergo an explant procedure.